Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure the lead failed to capture dispite they physician changing positions multiple times with the same results. The lead was not used and a new lead placed successfully without issue. The patient did not experience any adverse consequence.